Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that an occlusion occurred within the infusion set resulting in elevated blood glucose levels. The patient experienced diabetic ketoacidosis with a blood glucose result of 400 mg/dl. The patient's mother needed to assist him to lower his blood glucose levels. The type of treatment provided to the patient was unknown. No further information was provided.